Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Patient 4 of 6. It was reported that while using the bd phoenix¿ yeast ID that there was misidentification. The following information was provided by the initial reporter: event 1 (pr# 6251104) : laboratory 1 l.p. - 6 patient samples - occurrence jul/22 - sku 448316 - batch 1236938 - issue mis-ID. Description: misidentification of the microorganism candida auris, related to the instrument bdphoenix that would have identified the fungus as c. Parapsilosis. The misidentification was confirmed by genetic sequencing.